Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator was not cycling. Additional malfunctions include the pm kit was dirty.